Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a usb cable could not be inserted properly into the pump usb port to charge the pump. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding this event was not provided.